Manufacturer narrative:
Media review: images were reviewed by a boston scientific quality engineer. The provided images show evidence of a device handle with white spots. The reported event was confirmed via the provided media. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, that as the catheter box was opened, the entire handle was covered in a white film and for sanitary reasons, the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, that as the catheter box was opened, the entire handle was covered in a white film and for sanitary reasons, the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was discarded at the facility.